Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that one (1) moderna (lot#026a21a) vaccine dose was wasted after nursing staff reported that almost all of the dose leaked on the sides of the syringe where the needle is attached to syringe itself. The syringe had to be wasted as vaccine did not provide full 0.5 ml dose due to leakage. The customer obtained the item from mckesson as they support us government covid-19 vaccination program.